Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During an ultrasound-guided puncture, the physician discovered that the needle could not be retracted after completion of the puncture. The device was immediately removed and replaced with a new one, and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? - stomach. Please describe the size of the intended target site. - 1cm. Was gaining access to the target site difficult? - no. Was puncture of the targeted site difficult? - no was force required to remove the device? - yes was resistance felt while inserting the device through the scope? - no what is the scope manufacturer and model number that was used? - fuji was the scope recently service/repaired? - no was the endoscope in a flexed or twisted position at any time during the procedure? - no was the stylet partially removed when advancing the needle into the target site? - yes was the device used in a tortuous position? - no are images of the device or procedure available? - yes how many samples were obtained (passes completed) with this needle? - 15 did any section of the device detach inside the patient? - no was difficulty experienced while retracting the needle? - yes was it possible to be fully retract before removing the needle from the patient? - no when was the issued noted? - retraction were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) - no. If not with the device in question, how was the procedure performed and/or finished? - changed to a new one. Did the patient require any additional procedures as a result of this event? - no. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? - no.